Event description:
Bayer case number: (B)(4). End up with a third-degree burn [burns third degree] . Abdomen. Blisters [burn blister] . Pain [pain]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of burns third degree ("end up with a third-degree burn") and burns second degree ("abdomen. Blisters") in a 33 year-old female patient who received midol heat vibes medicated plaster (lot no. Bu25075) for pain. Additional non-serious events are detailed below. As concurrent condition the report mentioned polycystic ovarian syndrome. From (B)(6) 2026 the patient received midol heat vibes (topical) 1 df daily. On (B)(6) 2026, one day after midol heat vibes initiation and on the day of its most recent use, she experienced burns third degree (seriousness criterion medically important), burns second degree (seriousness criterion medically important) and pain ("pain"). The patient was treated with antibiotics (unknown) and other therapeutic products (unknown). Midol heat vibes was withdrawn. At the time of the report, none of the events had resolved. The reporter considered burns second degree, burns third degree and pain to be related to midol heat vibes administration. The reporter commented: I am in pain. First time using these ones and end up with a third-degree burn. It was the second patch that burned her and it was a different side of her body. The first night she used it on the one side. Abdomen. Blisters she used one on the on sunday that was fine and used one on monday on the opposite side of her body and that was when she received the burn. She was on an antibiotic and a cream due to the burn. Quality-safety evaluation of ptc: for midol heat vibes: based on technical investigation, the review of the batch record indicates there were no reported incidents or deviations that would lead to the reported defect. In-process testing was performed and was within specifications. The batch met the pre-determined acceptance criteria for release of the product to the market. Retain sample was visually inspected and no anomalies were found. A thorough review of the batch record and certificate of analysis (coa) for batch bu25075 confirmed that the product met all quality specifications, indicating 110 production or quality-related issues. Average temperature is 55.6° c for 8 hours, which is within the specified limit. However, the complaint lacks critical information necessary for a comprehensive assessment, such as the exact method of patch application, the type of clothing it was attached to, and whether the patch was exposed to the external environment after application. It is important to note that the perception of heat can vary significantly from person to person, depending on factors such as patch placement, skin condition, level of physical activity, and clothing type. Due to the lack of supporting evidence and missing usage details, a definitive conclusion regarding the cause of the complaint cannot be determined. This is the first complaint for the batch related with the reported defect. No trend has been identified. No complaint sample was received for investigation by responsible quality unit (rqu). Based on the available information, no product quality defect was confirmed. Therefore there is no reason to suspect a causal relationship between the reported events and a quality defect. The reported events are not indicative of a quality deficit per se. This complaint is subject to routine signaling, trending according to established procedures. Any need for a corrective and/or preventive action is determined in response to the respective signal. The most recent follow-up information incorporated above includes data received on: 22-jun-2026: quality-safety evaluation of product technical complaint was received. Global ptc number was added. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). End up with a third-degree burn [burns third degree]. Pain [pain]. Abdomen. Blisters [burn blister]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of burns third degree ("end up with a third-degree burn"), pain ("pain") and burns second degree ("abdomen. Blisters") in a 33 year-old female patient who received midol heat vibes medicated plaster (lot no. Bu25075) for pain. As concurrent condition the report mentioned polycystic ovarian syndrome. From (B)(6) 2026 the patient received midol heat vibes (topical) 1 df daily. On (B)(6) 2026, one day after midol heat vibes initiation and on the day of its most recent use, she experienced burns third degree (seriousness criterion medically important), pain (seriousness criterion medically important) and burns second degree (seriousness criterion medically important). The patient was treated with antibiotics (unknown) and other therapeutic products (unknown). Midol heat vibes was withdrawn. At the time of the report, none of the events had resolved. The reporter considered burns second degree, burns third degree and pain to be related to midol heat vibes administration. The reporter commented: first time using these ones and end up with a third-degree burn. It was the second patch that burned her and it was a different side of her body. The first night she used it on the one side. She used one on the on sunday that was fine and used one on monday on the opposite side of her body and that was when she received the burn. She was on an antibiotic and a cream due to the burn. The most recent follow-up information incorporated above includes data received on: 19-may-2026: outcome of events updated to not recovered. Amendment: even pain added. Treatment product added. Narrative was updated. 22-may-2026: no new information was received. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). I end up with a third-degree burn [burns third degree]. Abdomen. Blisters [burn blister]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of burns third degree ("I end up with a third-degree burn") and burns second degree ("abdomen. Blisters") in a 33-year-old female patient who received midol heat vibes medicated plaster (lot no. Bu25075) for pain. The patient had a medical history of polycystic ovarian syndrome. From (B)(6) 2026 to (B)(6) 2026 the patient received midol heat vibes (topical) 1 df daily. On (B)(6) 2026, one day after midol heat vibes initiation and on the day of its most recent use, she experienced burns third degree (seriousness criterion medically important) and burns second degree (seriousness criterion medically important). Midol heat vibes was withdrawn. On (B)(6) 2026, all of the events had resolved with sequelae. The reporter considered burns second degree and burns third degree to be related to midol heat vibes administration. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.